Event description:
Related manufacturer reference number: 2017865-2023-11468. It was reported that a patient presented remotely with high pacing impedance noted on the patient's right atrial and right ventricular leads. No intervention was reported and the patient was stable throughout.